Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump was over delivering. It was reported that the insulin pump gives them more insulin than what they programmed. The customer¿s blood glucose level was 60 mg/dl at the time of the incident, and 100 mg/dl at the time of the call. The customer experienced highs and lows. Troubleshooting was completed but the customer's doctor had advised them to get the pump replaced. The insulin pump will not be returned for analysis.